Event description:
It was reported to medtronic minimed that the customer reported crack in the pump, insulin flow blocked, having to push a button more than once or a stuck button, battery not lasting 7 days, insulin rejecting, loss of settings when putting in a new battery, loud motor sounds. The customer experienced hyperglycemia with blood glucose value of 400 mg/dl. The customer also reported hypoglycemia with blood glucose value of 40 mg/dl. The event involved product(s) mmt-1884, mmt-342, mmt-441ag. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-441ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0875 inches. Successfully downloaded history files and traces using thump and carelink. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing or in the pump history. All buttons functioning properly. No stuck button alarm during testing or in the pump history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records before the event date of 06-jan-2026. The test reservoir fits and removes properly in the reservoir compartment. Pump programmed with multiple bolus deliveries and all register properly in the daily history. No loss of settings when putting a new battery in the battery compartment noted. No loud motor sounds during testing. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 06-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case and cracked select button keypad overlay. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged not confirmed for no delivery/insulin flow blocked alarm, intermittent button response, stuck button, battery not lasting 7 days, insulin rejecting, loss of settings when putting in a new battery and loud motor sounds. Cosmetic damage was confirmed at the keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.